Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. One haptic is broken in the gusset area and returned loose in the lens case. The optic has been cut in half, typical of insertion and removal from the eye. A small split is observed on the edge of the optic. A fold test could not be performed due to extensive damage to the lens. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. A photo was provided of the lens in eye with what appears to be a crack in the middle of the optic. There have been no other complaints reported in the lot number. Broken haptic and lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure operator noticed there were some cracks on the surface of iol and the haptics of iol could not be deployed. The complaint iol was removed during initial procedure and the procedure completed with backup.